Event description:
It was reported that a patient underwent an unknown general plastic combo procedure on an unknown date and barbed suture was used. In the middle of suturing the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). No device problem found additional information was requested, and the following was obtained: did the needle fall into the patient? No. The following information was requested, but unavailable: if yes, was the needle piece removed from the patient during the same procedure? N/a. Were x-rays taken to locate the needle? N/a. Was any other tissue damaged as a result of searching the needle? N/a. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only one empty open foil packet was received that pertain to product code sxmp2b407. During visual inspection of the foil, it was noted that the needle or suture were not received for evaluation. Therefore, no conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.